Manufacturer narrative:
Occupation is lay user/patient. The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek vantus meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 5.5 inr and then 5.8 inr. Within 30 minutes the laboratory result was 3.8 inr. The patients therapeutic range was not provided.